Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the device reached eri. The physician suspected a premature depletion. A new device was implanted. The patient is feeling well.